Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implantation surgery, one of the haptics bent under the optics and stuck. When surgeon tried to remove it, the implant fell into the posterior segment. Haptic adhering to the optic at the posterior side. Impossible to unstick, even by injecting viscous material. The clinical consequences mentioned as rupture of the of the lens with sudden fall of the implant into the vitreous. Additional information has been requested.

Event description:
Additional information has been requested and received stating that the haptic that stayed stuck under the optic was the front (distal) haptic. The surgeon also reported about an additional intervention: "repositioning of the implant, which had remained partially attached to the posterior capsule. Intervention on (B)(6) 2024, implant positioned in the sulcus after posterior vitrectomy"

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Precise adherence to the device preparation and iol implementation, precautions, and directions for use sections in the [lens with the autonome automated pre-loaded delivery system product information] document is critical for optimal iol delivery, avoiding potential damage to the iol, cartridge, or both. Although the root cause of the reported event remains undetermined, this document identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: -improper ovd use: the cartridge should be filled with a qualified ovd product until visible in nozzle tip. Insufficient ovd volume and/or use of a non-qualified ovd may lead to inadequate coverage of the iol and cartridge lumen potentially causing iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. -incorrect ovd temperature: ensure both the device and the qualified ovd reach operating room temperatures (between 18 °c (64 °f) and 23 °c (73 °f) by equilibrating for 30 and 20 minutes respectively. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become more pliable, affecting proper haptic folding during insertion and unfolding after delivery. -excessive dwell time: implant the lens within one minute of reaching the designated pause location on the cartridge nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. For complete product use information, including additional factors that could influence optimal iol delivery outcome, refer to the product information document referenced above. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).